Manufacturer narrative:
(B)(4). Physio-control downloaded the electronic records from the event for review. Through analysis of those electronic records, physio verified the reported issue. Physio observed that one (1) "power off/power on" event was logged by the device approximately four (4) seconds after medical personnel pressed the code-summary button. Further testing indicated that the likely cause of the reported power cycle issue was due to excessive wear on connectors j11/p11 on the battery wire harness assembly and the power pcb assembly. The excessive wear caused increased resistance of the connector contacts which resulted in an excessive voltage drop at the contacts when the code-summary function was activated. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board. Triggering the power fail detector circuit will cause the device to either shutdown or power cycle. Physio will replace the power pcb assembly and battery wire harness assembly. Once proper device operation has been observed through functional and performance testing the unit will be returned to the customer for use. Physio-control performed a clinical review of the reported event and determined that the device use did not contribute to the patient outcome because the patient was not in a shockable rhythm during the event.

Event description:
The customer contacted physio-control to report that during an event, device cycled power by itself multiple times during an event. The patient had gone into cardiac arrest. The event was witnessed by the patient¿s wife, however, CPR was not performed until medical personnel arrived on-scene. Upon arrival, medical personnel began manual CPR before transitioning to a lucas CPR assist device to perform compressions. The customer¿s device was then connected to the patient using therapy electrodes and a quik-combo therapy cable. Medical personnel observed that the patient¿s initial ECG waveform was sinus tachycardia as they loaded the patient into their ambulance for transport to a local hospital. Medical personnel then observed that the patient¿s ECG waveform went into ventricular fibrillation. A single shock was successfully delivered to the patient. Following the shock, the customer advised that the device cycled power by itself. Later, when medical personnel pressed the code-summary button in order to confirm the amount of times that drug therapy had been administered, the device cycled power by itself again. The patient regained a pulse several times during the event, but medical personnel were unable to maintain or sustain a pulse. The patient was later pronounced deceased at the hospital.

Manufacturer narrative:
Device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that during an event, device cycled power by itself multiple times during an event. The patient had gone into cardiac arrest. The event was witnessed by the patient¿s wife, however, CPR was not performed until medical personnel arrived on-scene. Upon arrival, medical personnel began manual CPR before transitioning to a lucas CPR assist device to perform compressions. The customer¿s device was then connected to the patient using therapy electrodes and a quik-combo therapy cable. Medical personnel observed that the patient¿s initial ECG waveform was sinus tachycardia as they loaded the patient into their ambulance for transport to a local hospital. Medical personnel then observed that the patient¿s ECG waveform went into ventricular fibrillation. A single shock was successfully delivered to the patient. Following the shock, the customer advised that the device cycled power by itself. Later, when medical personnel pressed the code-summary button in order to confirm the amount of times that drug therapy had been administered, the device cycled power by itself again. The patient regained a pulse several times during the event, but medical personnel were unable to maintain or sustain a pulse. The patient was later pronounced deceased at the hospital.